Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that an unexpected shut down. There was patient involved and less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
(H3,h6): the manufacture representative went to the site to test the imaging system and confirmed power supply drifting and intermittent communication between image acquisition system (ias)/ mobile view station (mvs). Replaced power supply and umbilical cable. Also, found jack screws on the dongle were damaged. Replaced jack screws on the dongle. Once all repairs were completed the issue was resolved. There were no further issues to report. System was performing according to specifications. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000167, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in sections a and b5. H3, h6: the power supply, lot number: k15150127 rev. F, was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was the image acquisition system (ias) that shut down.